Manufacturer narrative:
Correction: g1, g3, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left iui due communication error. Lvp keypad recall completed. Replaced door assembly with keypad. A review of the device history record for (B)(6) was performed from date of manufacture 05/27/2008 to present date 12/23/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an unknown error during the pressure test in preventive maintenance. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had an unknown error during the pressure test in preventive maintenance. No patient involvement.